Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose or sensor glucose of 43 to 46 mg/dl at the time of the incident. The customer was taken off the pump after the low readings. The customer was over 300 mg/dl on the day of the call. The customer was hospitalized due to a non diabetes related reason, and diabetic ketoacidosis which caused low hemoglobin levels. The customer had high symptoms such as weakness and being unresponsive. The customer had a low of 60 mg/dl on (B)(6) 2018. The customer was given intravenous d5 to treat the low. The caller was unsure if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was unavailable. The customer also lost their transmitter at the hospital. The insulin pump will not be returned for analysis.